Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. All available information was investigated, the reported poor imaging was due to challenging patient anatomy. A conclusive cause for the reported patient effect of hypotension, pericardial effusion and the relationship to the device, if any, cannot be determined. The patient effects of hypotension and pericardial effusion are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report during the procedure, a pre-existing pericardial effusion worsened requiring medical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Visibility was poor due to the patient's anatomy and an insignificant [small] effusion noted in the atrium wall prior to the procedure. The clip delivery system (cds) (cds0601-xtr, 90523u152) was advanced and orientation was lost in echocardiogram. The patient blood pressure decreased as the effusion increased; therefore, the mitraclip devices were removed. Pericardiocentesis was performed and the patient was stabilized. The sgc was re-prepped and a new cds (cds0601-xtr, 90708u189) was advanced successfully. One clip was implanted, reducing mr to 2. No additional information was provided.